Event description:
Cautery pencil with cautery extension malfunctioned which caused part of the sheath/teflon coating to burn off on the cautery extension. While the doctor was cauterizing inside the abdomen, it then caused burns on the patient's skin. Device was disposed of.